Event description:
Customer reports 12th, 13th, and 14th contacts on the inform system are green. No quality controls were used. No adverse event reported. Upon evaluation by the manufacturer, evidence of melting/burning of pins 3 and 4 were confirmed. Requested return of suspect device and replacement was sent.